Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the patient's device has been activated and the patient is doing well. This is the final report.

Manufacturer narrative:
During implant surgery, the patient reportedly experienced a little more than the usual discharge of perilymph from the cochlea.

Event description:
It was reported that the pt experienced a gusher during implant surgery.

Manufacturer narrative:
Advanced bionics is in the process of gathering more info, once more info is available, a supplemental report will be submitted.